Event description:
Additional information was received which confirmed that the moderate-severe aortic regurgitation noted was paravalvular leak.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; non-implantable device product ID {l-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter aortic valve in a patient with a native bicuspid aortic valve, severe aortic stenosis was identified during a pre-implant balloon dilation with a 22mm non-medtronic balloon, during which the balloon ruptured. The physician proceeded to attempt implantation of a 29mm valve aiming for a high implantation due to the shape of the bicuspid aortic valve. During three deployment attempts, moderate-severe aortic regurgitation was observed. The evolut fx+29 valve was recaptured, withdrawn from the patient, and was replaced with a 34mm evolut fx+ valve, which was successfully implanted. It was noted that the pre-implant balloon dilation may have altered the aortic anatomy sizes.